Event description:
A user facility mandatory medwatch report number (B)(4) was received with regards to a spinning spiros® closed male luer, red cap. It was reported that upon connecting the sprios to the secondary on the primary plum set, taxol began leaking from spiros. Secondary tubing was clamped, and the patient did not receive the dose of chemotherapy. There was no reported patient harm. The event occurred on an unspecified date in december 2025.

Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or a photo/video, a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.